Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several instances of inappropriate high ventricular rate episodes were observed on a remote transmission. Clinician noted that the patient's right ventricular (rv) lead was placed in the his bundle, and so the oversensed signals appeared to be p waves. Programming changes were made. There were no adverse health consequences to the patient.